Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection, functional testing, and electrical testing were performed. During the evaluation, a system error (se) 2117 (bag sensors failure) occurred. An event history log review was performed and identified the following alarms: se 2117, se 2112, reload set 201, reload set 203, therapy error low drain volume, low uf (ultrafiltration). The cause of the se 2117 was determined to be an issue with the thermo printed circuit board component, which was replaced to resolve the issue. The manifold o-rings were replaced to resolve the reload the set 201 and 203 alarms. The device was sent for servicing. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a homechoice device experienced an unknown system error alarm, (details not provided). The customer reported no last drainage and that cycling power cleared the alarm. There was no report of patient injury or medical intervention associated with this report. No additional information is available.